Event description:
The user facility reported that a 62-year-old male implanted with the impella 5.5 for mechanical circulatory experienced three pump stops during the 50+ day support. During the pump replacement, staff noticed that the catheter appeared to be kinked. No further information was provided. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop was completed. The device was not returned for evaluation. Based on the available information, the root cause of the pump stop issue was determined to be use-related due to the reported catheter kink near the kink protector. Should additional information be received, this investigation will be updated accordingly. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.